Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that there were no visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole at the proximal ro marker. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an advanced endoscopic retrograde cholangiopancreatography (ercp) dilation procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, when the balloon was inflated under direct visualization, the balloon was noted to have a pinhole rupture. The procedure was completed at this time.   There were no patient complications reported as a result of this event.